Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the caller on completing the cartridge air removal step before filling the cartridge and walked the caller through filling and loading a new cartridge.